Event description:
(B)(4).

Manufacturer narrative:
Pt was transferred from (B)(6) hosp to (B)(6) hosp with the device in place. The pt was checked 4 hours after being admitted into (B)(6), and the blister was found. Comments from (B)(6) states that unk how long the device was in place without being checked, before (B)(6) arrival. Appears to be a failure to adjust and evaluate the pt while wearing the endotracheal tube holder. Not a device problem.